Manufacturer narrative:
(B)(4): evaluation: results - (myocardial infarction).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 2nd obtuse marginal branch. On the same day, a myocardial infarction (mi) occurred. The mi was related to the target vessel. The investigator indicated that the reported event was related to the study device.